Manufacturer narrative:
Additional information: h6 plant investigation: no parts were returned for evaluation. After searching for similar complaints, it was revealed that the reported failure type represents an unknown event. A review of the device history record (DHR) was not necessary because the complaint can be clearly attributed to the failure mode ¿not confirmed¿. No hardware component is associated with the complaint, and therefore no sample investigation was performed. A review of the instructions for use (IFU) was not necessary because the complaint is not related to the function/operation of the device. The described problem could not be reproduced. It could not be confirmed that the pump rotated backwards. It is more likely that the high return pressure forced blood into the saline bag. However, it is most likely that a clamp was closed, or the return tube was kinked.

Event description:
Follow-up documentation stated the patient was admitted to the intensive care unit (date not provided), intubated, and was undergoing continuous venovenus hemodialysis (cvvhd) utilizing the multifiltrate pro. Upon the completion of treatment during reinfusion, it was reported the blood pump began ¿running in reverse¿ which caused blood to back up into the saline bag. The reinfusion was immediately terminated, and the patient¿s remaining extracorporeal blood was discarded (200 ml). The patient felt ¿unwell¿ and experienced a hypotensive episode (specifics not provided) following the blood loss event and temporarily required additional vasodilator medication for blood pressure support (timeline not provided). Although specifics regarding the patient¿s hospitalization are limited, it was reported the patient has recovered from the events. A technician ran a simulated treatment on the multifiltrate pro and was unable to reproduce the error. Machine files were provided for the event and have been reviewed. No repairs were performed on the machine. It was indicated that the machine has not been returned to service. The repair history for the machine did not show anything out of the ordinary. There are no known instances of the failure reoccurring. It was concluded the cassette¿s lifecycle had expired (72-hours) and while terminating the treatment the return pressures rose quickly (greater than 550 mmhg). Several return pressure alarms occurred during reinfusion, which prevented the complete return of the patient¿s blood. Clinical investigation: a temporal relationship exists between cvvhd utilizing the multifiltrate pro and the serious adverse events of hypotension and blood loss, after which the patient required additional temporary vasodilator medication for blood pressure support. Causality was attributed to the patient¿s loss of extracorporeal blood volume when the return pressures exceeded 550 mmhg and prevented complete reinfusion. The practice of replacing tubing systems before the end of their service life could protect/prevent a patient from dangerous blood loss. Following the event, the machine files from the event were reviewed, and a simulated treatment was successfully performed on the multifiltrate pro. The evaluation concluded the multifiltrate pro cassette¿s lifecycle had expired (72-hours) and while terminating the treatment the return pressures rose quickly. The high return pressure was the probable cause of the blood backing up into the saline bag, however an unclosed clamp or kinked tubing could not be ruled out. Additionally, it was reported the alleged reversing of the blood pump could not be visualized or reproduced. Based on the information available, the multifiltrate pro can be disassociated from the serious adverse events.

Event description:
At the end of treatment while blood was being returned to a patient on continuous renal replacement therapy (crrt), it was reported that the blood pump started running in reverse drawing blood back from the patient into the saline. The reported event resulted in the patient becoming unwell. Additional details surrounding the patient¿s well-being are unknown; however, there was no indication that the patient required any medical intervention. It was reported that the patient experienced blood loss of 200 ml or less due to the reported failure. Following the event, a technician ran a simulated treatment and was unable to reproduce the error. Despite multiple efforts to obtain additional information, thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.